Manufacturer narrative:
Explant date: n/a; device remains implanted and in service. Additional information was received that the edema was reabsorbed and the patient was doing well post-operatively. A review of the manufacturing documentation for the leads (db-2202-30, serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the manufacturing documentation for the leads (db-2202-30, serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Analysis of the lead (db-2202-30 / serial number: 5011357) revealed that the device passed visual inspection, the device-to-device interaction test, and the dimension test and no anomalies were found.

Event description:
A report was received that the patient experienced a very sharp edema on the left side of the brain the day after a lead replacement procedure. The only medical intervention that was provided after the lead replacement was cortisone therapy. The physician noted that both leads were affected by edema, but it is clearly larger on the left side, where the lead replacement procedure took place. The physician stated that the edema extends the entire length of the lead, expanding toward the frontal region. The edema was also symptomatic, with evident confusion and severe spatio-temporal disorientation. Patient is getting better with the confusional state being almost finished and the edema has gradually been adsorbed. A follow-up test is planned for the next few days with a gradual reduction of the cortisone therapy and consequent activation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30. Serial/lot: (B)(4). Description: dbs directional lead sterile kit 30 cm. Model: db-2202-30. Serial/lot: (B)(4). Description: dbs directional lead sterile kit 30 cm.

Event description:
A report was received that the patient experienced a very sharp edema on the left side of the brain the day after a lead replacement procedure. The only medical intervention that was provided after the lead replacement was cortisone therapy. The physician noted that both leads were affected by edema, but it is clearly larger on the left side, where the lead replacement procedure took place. The physician stated that the edema extends the entire length of the lead, expanding toward the frontal region. The edema was also symptomatic, with evident confusion and severe spatio-temporal disorientation. Patient is getting better with the confusional state being almost finished and the edema has gradually been adsorbed. A follow-up test is planned for the next few days with a gradual reduction of the cortisone therapy and consequent activation.

Event description:
A report was received that the patient experienced a very sharp edema on the left side of the brain the day after a lead replacement procedure. The only medical intervention that was provided after the lead replacement was cortisone therapy. The physician noted that both leads were affected by edema, but it is clearly larger on the left side, where the lead replacement procedure took place. The physician stated that the edema extends the entire length of the lead, expanding toward the frontal region. The edema was also symptomatic, with evident confusion and severe spatio-temporal disorientation. Patient is getting better with the confusional state being almost finished and the edema has gradually been adsorbed. A follow-up test is planned for the next few days with a gradual reduction of the cortisone therapy and consequent activation.